Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address an implant fracture due to hyperextension of the knee caused by a trauma. The spine of the insert that was sheared off could not be found in the patient.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided product/lot combination found an additional report and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.